Event description:
Customer complained about a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 3:13 pm, the customer tested a patient by fingerstick and the result was 4.7 inr. At 4:13 pm, the customer was tested by the lab and the result was 2.9 inr. There was no allegation of an adverse event. The patient's current status is fine. The patient's therapeutic range is 2.0-3.0 inr. Patient does not have any hematocrit issues and does not have antiphospholipid antibodies. Patient does not have any new illnesses, new medication or diet changes. Patient is not on heparin or any direct thrombin inhibitors. The patient had no signs of bleeding or bruising. Customer's warfarin dose was held for two days prior to the test. Retention test strips (286324) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.